Event description:
It was reported that ¿dr (B)(6) was inserting the 9 x 33 x 0 unilif spacer into the disc space using our inserter and a mallet. As hit the inserter with the mallet, the spacer broke.¿

Manufacturer narrative:
Add¿l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following and engineering eval.